Event description:
Customer sent a complaint on (B)(4) 2010 info that he was dissatisfied with the lifestyles x2 condoms. He also mentioned that "it actually hurt". On (B)(4) 2010, customer informed that he had sought medical attention after feeling pain on his testicles. He stated that the doctor was not able to find a diagnosis, however, he did prescribe an antibiotic for safety reasons.

Manufacturer narrative:
This report is being submitted to FDA once our company became aware that customer sought medical attention after using lifestyles x2 condoms. On (B)(4) 2010, customer informed that his doctor (name was not provided) had not established a direct diagnosis and had not connected the pain with the use of this particular condom. On this same date, customer stated that he took the antibiotic and has been feeling good.